Manufacturer narrative:
Date sent to the FDA: 10/16/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h-3 summary: one needle and one needle-suture piece of product code epm8733, lot pkh972 were received for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined, and no suture remnant was noted and slightly marks were noted on the body needle. The needle-suture piece was visually inspected, the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel needle. In addition, the end of the suture was cut appears to be by use of the surgical instrument and no needle pull off was noted. The other section of the strand was not sent for evaluation to determine the assignable cause. Additionally, functional test was performed in the suture piece and the pull force were above the minimum requirements. No conclusion could be reached as on what caused the problem of pulling off suture needle . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tetralogy of fallot procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.